Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer was unsure how much insulin the cartridge had been filled with. The customer reported reloading the cartridge and received an accurate fill estimate. The customer's blood glucose (bg) level was between 200 - 300 mg/dl, which the customer reported to be due to medication that was prescribed by health care provider. The customer delivered a correction bolus to address bg level. As the event occurred in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the inaccurate fill estimate.